Event description:
It was reported that: "per dr. Notes, patient had revision due to failed left hip replacement at disarticulation of endo bipolar head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including device information, x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.